Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump was not delivering properly when their reservoir was lower on insulin. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported getting unexplained no delivery alarms without having any site issues. Troubleshooting was not completed as the customer declined. No further information was provided. The insulin pump will not be returned for analysis.